Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon retained [foreign body in reproductive tract]. Experienced the issue of the tampons breaking [device breakage]. Could not remove tampon [complication of device removal]. Case description: consumer reported via email that the tampons broke during use. No serious injury was reported.